Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that her blood glucose levels were high because she had recently been in the hospital for a surgery. She noted that she had infusion set occlusions previously but advised that she was able to move the insertion site around to resolve the issue. The blood glucose reading was 485 mg/dl, which was treated with manual injection. The customer declined to return the supplies for analysis. Nothing further reported.